Event description:
The reporter stated, the lens haptic of an eyeonics lens was torn during loading of cartridge into injector, and there was no patient contact. The likely cause of the iol damage was due to the mtc-60c fp cartridge and a loading error.

Manufacturer narrative:
Conclusion: based on the complaint history, the root cause of the event has been determined to be due to the cartridge and a loading error.